Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge and was occasionally using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and informed customer that insulin should be at room temperature before filling a cartridge per user guide.. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy.